Event description:
It was reported that a malfunction alarm occurred with multiple cartridges. Customer continued to use current pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.